Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor device ruptured during patient infusion. The infusor was filled with an unknown anticancer drug. There was no report of patient injury or medical intervention associated with the event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a ruptured bladder. Upon closer microscopic inspection it was found that there was a marking located on the exterior surface of the bladder near the rupture line. The cause of the rupture could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.